Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following direct current cardioversion, a possible device reset occurred with the implantable cardiac monitor (icm). Device interrogation was performed to investigate and confirm the device reset and data status. A negative lifetime counter was identified in the device data, and a mismatch in data between carelink and the device was noted due to the episode detection algorithm removing false episodes. The electrical reset had cleared counters in the device, and there is currently no workaround to rectify the negative lifetime count. The patient remains enrolled in carelink for ongoing remote monitoring, and no further intervention was required. No patient complications have been reported as a result of this event.